Manufacturer narrative:
The technician replaced the CPR/trend valve and the head down valve to repair the bed.

Event description:
Info received indicates the head of the bed is drifting after being raised.